Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and corrosion of the head and stem. Update (B)(6) 2017 medical records reviewed. Surgeon indicated that he "believes that the asr system worked well in this case...would argue that the source of the problem was the head and neck corrosion". Cobalt ions are significantly elevated. Revision note indicated a significant pseudotumor with evidence of posterior femur cortical bone loss as a result, but stem was well fixed.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.